Event description:
It was reported by the rep the device was used in a bowel procedure. It was reported the ecs did not work properly. The anastomosis was sutured. The rep said the surgeon was not inserviced on the use of the device. There was no consequence to the pt. The rep will follow up with the dr.